Event description:
It was reported that when the device was turned on it alarmed an error message indicating a speaker issue that caused the device to become inoperable. The customer later stated that the event occurred prior to the device being attached to the patient, therefore there was no patient involvement.

Manufacturer narrative:
Correction: received new information from the customer that changes the reportability of this file from a reportable malfunction to non-reportable. This supplemental emdr is created to notify the FDA of change.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the device alarmed an error message indicating a speaker issue that caused the device to become inoperable during patient use.